Event description:
Customer reported a high blood glucose reading of 579 mg/dl. Customer expressed no symptoms. Customer treated with the insulin pump. He declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.